Event description:
It was reported that when the pump was sitting where the or hold their pumps, the cardiosave intra-aortic balloon pump (iabp) unit was repeatedly beeping while turned off and the ac and dc is not working. The perfusionist stated when he arrived in the unit the pump was plugged in and beeping. He attempted unplugging and removing batteries prior to calling the esp line. He was advised to attempt to power on the machine without success. Due to the repetitiveness of the alarm, he placed the pump in a room until biomed could come get the pump. There was no patient involvement.

Event description:
It was reported that when the pump was sitting where the or hold their pumps, during setup, the cardiosave intra-aortic balloon pump (iabp) unit was repeatedly beeping while turned off and the ac and dc is not working. The perfusionist stated when he arrived in the unit the pump was plugged in and beeping. He attempted unplugging and removing batteries prior to calling the esp line. He was advised to attempt to power on the machine without success. Due to the repetitiveness of the alarm, he placed the pump in a room until biomed could come get the pump. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, component, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and found that spring from fiber optic port cover had become dislodged and landed on the power management board (0670-00-1162). This resulted on a short on the power management board. Fse replaced power management board and confirmed system powers on normally. Fse completed the preventative maintenance.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ac and dc is not working. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.